Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the report of "(B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan was received on the sensor when compared to a competitor meter. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered a glucose drip for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.